Event description:
It was reported "PICC was inserted 8/20 on patient with zero complications. Later that night patient had abdomen pains and went to another hospital on 8/21. Hospital got a CT scan and found a estimated 5cm wire in pulmonary artery. The wire was retrieved today at 8/24. We are unsure if the wire found in patient was part of the bd PICC tray." Was there patient harm reported: no.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken stylet is confirmed. One 3cg stylet segment was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet segment was measured to be approximately 5.2 cm long and was observed to be bent and curved in multiple locations. A microscopic observation revealed plastic deformation of the polyimide tubing at the break site as well as at and around the many bends in the stylet segment. Each of the bends in the stylet segment were observed to be between magnets. The physical characteristics of the damage observed in the returned stylet suggest the stylet was most-likely damaged during use. This damage could be caused by insertion or retraction against resistance, extension of the stylet tip past the distal end of the catheter during insertion, and excessive manipulation of the stylet during insertion. A lot history review (lhr) of reen3298 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen3298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was inserted 8/20 on patient with zero complications. Later that night patient had abdomen pains and went to another hospital on 8/21. Hospital got a CT scan and found a estimated 5cm wire in pulmonary artery. The wire was retrieved today at 8/24. We are unsure if the wire found in patient was part of the bd PICC tray." Was there patient harm reported: no.